Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation (af) procedure, a perforation occurred. While ablating at the right roof, the catheter slid a bit and the contact force went high. When this happened the patient moved slightly on the table. An echocardiogram was performed and revealed a perforation. A pericardiocentesis was performed and the blood was drained. The patient is currently in stable condition. The procedure was stopped without finishing the ablation. There were no performance issues with any abbott devices.